Manufacturer narrative:
No pts were harmed or treated any differently due to this problem. Iris fse reviewed serviced the instrument (i.e., aligned the probe), reviewed the error log and performed the velocity performance checklist. Upon completion, controls were ran and were within specifications. System was deemed operational without any further issues.

Event description:
Customer reported that the hospital's velocity analyzer that reported no blood pressure a few times and few to moderate rbcs on the iq200 for the same pt. Customer stated that at no time were any erroneous results reported on any pts. No pts received any different treatment due to the false negative report of blood off the velocity analyzer. The presence of wbcs was verified by the iq200.